Event description:
It was reported that during a gynecology procedure in 2008, the cutting loop broke off when the doctor was using the cutting loop to remove a uterine fibroid. During the procedure, the doctor put the loop past the fibroid and pulled the loop towards her. The device came forward without the loop. The doctor saw a small perforation which she repaired, but she could not visualize the wire to retrieve it. The doctor brought in another physician consult who could not visualize the broken piece either. They tried via laparoscope and hysteroscope. The patient was under anesthesia for 4 hours for what the doctor said should have been a 30-minute procedure. They were able to find the wire with ultrasound and it was visible under x-ray but they could not see the piece visually to retrieve it. The following day, another doctor removed the piece from the patient during an additional procedure. The patient was scheduled to be discharged from the hospital the next day. Additional information has been requested but not yet received. No further complications were reported.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states in the indications for use section that the cutting loop device is indicated for resection of soft tissue including procedures for the treatment of benign prostatic hypertrophy (bph). It is intended for use with compatible resectoscopes. Potential complications include distal tip separation. The precautions section states to refer to the applicable operating and maintenance manuals for the resectoscope and electrosurgical generator being used. The cutting loop device should be used only by a physician who is familiar with the use of electrosurgical instruments, devices and power generators. Consult the medical literature regarding techniques, typical power settings, complications, and hazards prior to any endoscopic procedure. The time and energy required for treating specific tissue may differ when using the cutting loop device compared to other electrosurgical devices. Immediately discontinue use if breaks or fractures appear in the cutting loop device. Breaks or fractures may allow undirected emission of electrical energy, rendering the device useless and potentially causing harm to surrounding tissues. Care should be taken to avoid severe impacts, side stresses or bends at sharp angles. Do not bend or manipulate the device.